Manufacturer narrative:
The customer confirmed the patient's sample had no fibrin. The customer replaced the sample probe but had errors. The field service engineer discovered a broken sample probe cover. He found the liquid level detection was not working on two probes and the circuit board was replaced. He found a sample probe cable was oxidized and one of the power contacts had no electrical continuity. He replaced the sample probe cables and an ultrasonic mixer. He performed sample probe adjustments. Based on the provided information, a general reagent issue could be excluded. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable chol2 (cholesterol) results for one patient tested on a cobas c 501 module. Prior to patient testing, the customer confirmed the cholesterol calibration and qc results were "adequate." On (B)(6) 2022, the patient's initial cholesterol result was reported outside the laboratory. On (B)(6) 2022, the customer performed repeat testing due to the patient's complaint. The sample was repeated on a different cobas c 501 module. On (B)(6) 2022, the patient's initial cholesterol result was 4.6 mg/dl. On (B)(6) 2022, the patient's repeat cholesterol result was 182.5 mg/dl. The customer determined the repeat result was correct. The cholesterol reagent lot number was 57937601 with an expiration date of (B)(6) 2022.